Manufacturer narrative:
Product ID wr9230 serial# (B)(6) product type recharger product ID wr9230 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated that since day one they have been having issues with the recharger. Caller stated it's taking 4 hours to get even a partial charge on the implant and the connection keeps going on and off. Caller added that it looks like it's charging but then 2 minutes later it's not. Caller noted they spoke to medtronic representative about the issue and was told to call patient services for a replacement because their recharger "is defective." Agent asked caller if they were able to get an excellent connection, and caller stated it will say excellent connection and then 2 seconds later it will lose the connection and go back to searching for the device. Caller also noted that it takes 45-50 minutes to get 10% charge even on excellent. Caller noted that it doesn't make a difference if the patient uses the recharging belt because they can't move at all, and even if they do, the connection will be lost. Caller demanded a new recharger not a refurbished on "since that's what their insurance ispaying for." Caller stated the patient is spending half of their life sitting in a chair trying to get this thing recharged, and it's ridiculous. Throughout the call agent attempted to review recharging best practices but caller was becoming escalated and demanded a replacement. The issue was not resolved. An email was sent to the repair department to replace the recharger. Caller mentioned the handset and communicator were already replaced. No symptoms were reported. (B)(6) 2025 (B)(6): patient rep called back, repeated previously documented information and confirmed receiving the replacement wireless recharger.patient rep unlocked the handset, handset showed connecting to the device and agent instructed patient to close applications then power off the handset. Patient rep powered on the handset and opened the recharger application. Patient rep then turned the wireless recharger on and the patient was able to put the wireless recharger in the belt over their implant. Handset showed not found, patient rep selected switch recharger then entered the code of the recharger manually. Handset showed implant was red recharging with an excellent connection. Agent informed patient to continue charging the implant, to monitor and call back if further assistance is needed. The troubleshooting steps taken on call resolved the issue. (B)(6) 2025 sap ecc s & r (B)(4) (B)(6): patient called in repeated events that has already been reported. Caller stated that they were able to get a replacement for the wr but they know for sure that it is a refurbished one and they would like to get a new one. Caller mentioned that this morning nothing is working and it took them 6 hours to get 10% and getting the same problem and it is much worst right now. Caller stated that it worked fine for 1 day and that's it and mentioned it is ridiculous and causing stress in their household. Agent tried to do a troubleshooting with the patient but does not want to do it all over again and just would like to get new equipment and started to get escalated. A request was sent to repair for recharger replacement. (B)(6) 2025 (B)(6) s&r (B)(4) (B)(6): patient rep called back in escalated stating they had trouble with the equipment and the last time they called in they requested all new equipment. Caller stated they received the recharger, but only the recharger and not the handset. Caller stated the main issue is with the handset. Caller stated the handset was stuck on the screen where it showed the power off and shut down options and was unresponsive. Caller stated the patient also saw an error code 310 and it takes 30 minutes to charge 10%. When asked for clarification, caller believed the patient saw the error code when charging. Caller stated the equipment worked for one day on monday, and now they cannot use the handset because it is frozen. Agent warm transferred caller to hcit to troubleshoot unresponsive handset. Agent spoke with tyler (hcit) and was informed that the patient's handset is now working. Patient rep called back and repeated previously documented information. Caller reported that their handset completely locked up today. Caller mentioned that they received a replacement recharger but not the handset, and they were expecting to receive both the recharger and the handset. Agent reviewed information. Caller stated that they are 'dead in the water' at the moment. Caller also stated that they don't want to be on hold forever in a day and they are late for their appointment. Due to the issue they were experiencing, the caller remarked that it is not recommendable to deal with mdt. The caller then disconnected the call. Information was received from a patient's representative regarding an external device. The reason for call was caller stated that since day one they have been having issues with the recharger. Caller stated it's taking 4 hours to get even a partial charge on the implant and the connection keeps going on and off. Caller added that it looks like it's charging but then 2 minutes later it's not. Caller noted they spoke to medtronic representative about the issue and was told to call patient services for a replacement because their recharger "is defective." Agent asked caller if they were able to get an excellent connection, and caller stated it will say excellent connection and then 2 seconds later it will lose the connection and go back to searching for the device. Caller also noted that it takes 45-50 minutes to get 10% charge even on excellent. Caller noted that it doesn't make a difference if the patient uses the recharging belt because they can't move at all, and even if they do, the connection will be lost. Caller demanded a new recharger not a refurbished on "since that's what their insurance is paying for." Caller stated the patient is spending half of their life sitting in a chair trying to get this thing recharged, and it's ridiculous. Throughout the call agent attempted to review recharging best practices but caller was becoming escalated and demanded a replacement. The issue was not resolved. An email was sent to the repair department to replace the recharger. Caller mentioned the handset and communicator were already replaced. No symptoms were reported. Patient rep called back, repeated previously documented information and confirmed receiving the replacement wireless recharger. Patient rep unlocked the handset, handset showed connecting to the device and agent instructed patient to close applications then power off the handset. Patient rep powered on the handset and opened the recharger application. Patient rep then turned the wireless recharger on and the patient was able to put the wireless recharger in the belt over their implant. Handset showed not found, patient rep selected switch recharger then entered the code of the recharger manually. Handset showed implant was red recharging with an ex cellent connection. Agent informed patient to continue charging the implant, to monitor and call back if further assistance is needed. The troubleshooting steps taken on call resolved the issue. Patient called in repeated events that has already been reported. Caller stated that they were able to get a replacement for the wr but they know for sure that it is a refurbished one and they would like to get a new one. Caller mentioned that this morning nothing is working and it took them 6 hours to get 10% and getting the same problem and it is much worst right now. Caller stated that it worked fine for 1 day and that's it and mentioned it is ridiculous and causing stress in their household. Agent tried to do a troubleshooting with the patient but does not want to do it all over again and just would like to get new equipment and started to get escalated. A request was sent to repair for recharger replacement. Patient rep called back in escalated stating they had trouble with the equipment and the last time they called in they requested all new equipment. Caller stated they received the recharger, but only the recharger and not the handset. Caller stated the main issue is with the handset. Caller stated the handset was stuck on the screen where it showed the power off and shut down options and was unresponsive. Caller stated the patient also saw an error code 310 and it takes 30 minutes to charge 10%. When asked for clarification, caller believed the patient saw the error code when charging. Caller stated the equipment worked for one day on monday, and now they cannot use the handset because it is frozen. Agent warm transferred caller to hcit to troubleshoot unresponsive handset. Agent spoke with hcit and was informed that the patient's handset is now working. Patient rep called back and repeated previously documented information. Caller reported that their handset completely locked up today. Caller mentioned that they received a replacement recharger but not the handset, and they were expecting to receive both the recharger and the handset. Agent reviewed information. Caller stated that they are 'dead in the water' at the moment. Caller also stated that they don't want to be on hold forever in a day and they are late for their appointment. Due to the issue they were experiencing, the caller remarked that it is not recommendable to deal with mdt. The caller then disconnected the call. The caller indicated that the patient has continued having difficulty with charging after the recharger was replaced. The ins is superficial. In some instance the patient is able to connect to the ins and in other instances they cannot charge. The patient gets an error, but the caller does not know what the message was. In two sessions, with the rep, once the charging process worked well once they had some difficulty. The recharging session was switching quality from good to searching for the device and it would not connect with excellent status. The caller asked if the handset could be replaced and did not have the serial number for the handset. Tss reviewed information about charging. The caller will follow-up with the patient.